Manufacturer narrative:
(B)(4).evaluation summary:the reported condition of a colleague infusion pump with a failure code of 570:320:844:0000 was confirmed and reproduced during product evaluation. The root cause was assigned to depleted main batteries. The main batteries and battery harness were replaced in order to correct this condition. Baxter has received similar reports for the reported problem. Additional investigation is being conducted through mdq-CAPA-(B)(4).should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with a failure code of 570:320:844:0000. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 5.04.00 which is categorized as unremediated.

Manufacturer narrative:
(B)(4). After further investigation, quality engineering determined the assignable cause to be depleted batteries resulting from user error. Therefore, the conclusion code of 80 (user error contributed to event) better represents the reported problem than code 43 (device failure directly caused event).